Event description:
It was reported to philips healthcare that the device failed to initiate etco2 readings and noted the etco2 connector was pushed in. There was no patient involvement.

Manufacturer narrative:
(B)(4).